Event description:
Info received indicates the brake is not holding at the foot end of the bed and the steer caster is not locking into steer.

Manufacturer narrative:
The technician replaced all your casters to repair the bed.